Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and family member regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient said that he fell on the side where his implant is. The next morning, he went to rehab and they told him to go to his healthcare provider (hcp) because they thought he was having a heart attack or parkinson's because his legs were shaking. The patient's wife said the patient's legs were "bouncing around". They called the doctor who told the patient to go to the hospital. The hospital didn't know what to do, they didn't even know what the device was. They did tests in the ER on the patient's heart, but nothing was found. The patient's wife tried to explain to the ER staff what the ins does because they had no clue. The wife thinks that maybe when the patient fell, he might have dislodged something. The patient stated he turned the implant off because when it was on, it gave him shocking, muscle twinges, and it felt like the stimulation was too high so it was uncomfortable. The patient confirmed that once the ins was off, all of that went away completely, but now he doesn't get pain relief. The patient was redirected to follow up with their healthcare provider (hcp). It was noted this was considered a sudden change in therapy/symp toms. No further complications were reported. No additional patient symptoms were reported.